Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-4. It was reported that as the surgeon began to put screws into l4, the screwdriver made a snapping noise. The surgeon proceeded to put the left side of l4 in, and as the screw approached the cortical thread, the screwdriver made the same snapping noise. It was then noticed that it was the head of the screwdriver/screw that was snapping. After removing the screwdriver, it was noticed that the head of the screw was stripped. A rod was locked down to "helicopter" out the screw. Another screw was attempted with the same result. All the hardware was explanted using the "helicopter" method, and the case was finished using cannulated legacy. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical examination of all three mas screws reveals bones screw driver hexalo bular interface damage.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.